Event description:
The subject device was used during an uncertain procedure. The ptfe pad of the device was failed. The device was used less than six times. There are no pt injury was reported.

Manufacturer narrative:
The subject device was returned to olympus for eval. The eval confirmed that the ptfe pad of the device was partially severely worn. This device is subject to total inspection ot ensure that the device is capable of properly activating output before shipment by olympus. Considering the eval result of the subject device, olympus concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut.